Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a 25mm edwards perimount 2800 valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 15 years and 4 months due to degeneration leading to stenosis and insufficiency. As reported, the patient was not experiencing any signs and symptoms before the procedure. A 26mm sapien 3 ultra valve was implanted within the surgical edwards valve using the transfemoral approach with good result and a good patient outcome.